Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered heart block requiring surgical intervention. It was then reported that heart block occurred during radiofrequency ablation (rfa). The case was aborted, and a permanent pacemaker was implanted. Patient stable at the time of the call. Additionally, the carto 3 displayed noise on the limb lead signals. The 12-lead cable was replaced and the issue resolved. Carto 3 sw version 7.1.80.33. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6-sep-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).